Event description:
Voluntary recall of covidien heparin flushes on (B)(6) 2013. On (B)(6) 2013 - pt received affected medication (qty 30 each) from our branch. On (B)(6) 2013 - pt had stem cell transplant. Later same day, pt presented with neutropenic fever, to cancer clinic, that prompted pt to be admitted to hospital. Pt was in hospital until (B)(6) 2013, with neutropenic fever. Blood cultures were negative for bacterial growth, however, pt was treated with IV abx during the whole time in the hospital. On (B)(6) 2013 - call to pt and caregiver (spouse) to notify of recalled heparin. He informed us that pt was inpatient and he would check the lot numbers on heparin when they were home. I checked the hospital record the day after to find pt was admitted for neutropenic fever associated with transplant process. Clinical liaison for seattle cancer center alliance informed of heparin recall, who notified scca and their practitioners on (B)(6) 2013. Dose: 5ml IV qd per lumen. Diagnosis for use: central line maintenance.